Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reports that since having the ins activated in the doc's office on 22 dec, the pt is not getting benefit. The pt noted that she is feeling surging up and down her right thigh that goes into her knee and sometimes when she changes positions, she can make it stop--pt noted a little surging in her buttock(s). The ins is placed to address lumbar pain. The pt mentioned using the treadmill for 10 minutes one day and having pain. The pt mentioned last night her back was hurting and she tilted her head back and the stim stopped but resumed upon putting head back in the initial position. The pt noted on new yearsday she was sitting on her couch and she felt numbness and coldness go through her legs, back, upper arm, shoulder area and across her back. The hcp's nurse advised the pt to go to the ER which she did, pt said the hcp thought the pt may be having a stroke. The pt said she had not followed up with the doctor's office since that time. The pt states she currently has a temperature of 100 degrees. Agent advised at this juncture that the caller strongly consider following up with doctor. Agent advised that agent can assist the pt in switching programming or turning the ins off at this time--the pt then noted the doctor's office was calling her and she was going to take the call.